Manufacturer narrative:
(B)(4). Eval, results: stent graft misplacement, stent graft movement during deployment; semi-fowler's position of pt. Eval, conclusion: stent graft movement during deployment; semi-fowler's position of pt.

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.46 diameter and 10.7 cm length abdominal aortic aneurysm. Vessel morphology was reported as aortic neck angulation of 20 degrees; the aortic neck diameter was 26 mm to 28 mm to 29 mm; there was mild aortic neck thrombus and calcification; the left common iliac was 12-13 mm; the right common iliac was 12 mm; the right femoral artery was 8.5 mm; the left femoral artery was 7.5mm; and there was mild calcification in the bilateral iliacs. It was reported that the pt was in a semi-fowler's position during the procedure due the existence of copd that was causing breathing problems at the beginning of the case. The bifurcated stent moved down, after 4 cm of it was deployed, due to either a large contrast injection or physician movement. The physician moved the device upward and the deployment appeared successful with the device appearing to be implanted right at the lowest right renal. At first the physician thought that the stent graft might be partially covering the lowest right renal; however he decided upon review of the right renal angiogram, that the vessel is fine and no further intervention is needed. No clinical sequelae were reported and the pt is fine.